Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: a2 - age at time of the event, a3 - patient sex, a4 - patient weight, a5 - ethnicity, a6 - race b5 - event description.

Event description:
Endobronchial ultrasound with biopsy procedure was delayed approximately 30 minutes to troubleshoot the device. The case was extended which increased the patient time under anesthesia due to having to hold pressure in the balloon manually. The procedure was completed with the same device. The issue occurred at the beginning of the procedure. No other devices were involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the balloon does not stay but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. It was reported there was no delay and no adverse effects to the patient.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had an issue where the balloon wouldn't stay on the scope. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section rubber glue was cracking, the image had a red crack visible, the ultrasound image had a broken element, and the water balloon would not stay inflated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.